Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the heavily tortuous distal right coronary artery (rca). After placement of a non-abbott 6-french guiding catheter and a non-abbott guide wire, pre-dilatation was performed with a 2.0x10mm non-abbott balloon dilatation catheter (bdc). The 2.5x12mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy. During withdrawal of the sds, resistance was met with the non-abbott guiding catheter; therefore, all devices were removed as a single unit. Upon withdrawal of the sds, the stent implant was noted to be flared and moved/shifted on the balloon. The guiding catheter was re-advanced and a new non-abbott guide wire and non-abbott sds were used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.